Event description:
The customer reported that she went in the pool while wearing the insulin pump. The customer stated that device was scrolling the numbers fast and did not stop. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.